Event description:
The patient reported that the previously working patient activator was no longer working. The batteries were changed and it still did not turn on. A replacement patient activator was sent. Disposition of the device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.